Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences. The customer stated that sometimes her sensor glucose would read higher than her blood glucose. The customer stated that she would get lower than she preferred. The customer stated that she had blood glucose readings of 176 mg/dl and sensor glucose readings of 152 mg/dl. The customer also stated that she had blood glucose of 65 mg/dl and sensor glucose of 108 mg/dl. The customer's blood glucose was also 64 mg/dl while the sensor was 109 mg/dl. The customer declined to troubleshoot as she was at work.